Event description:
The customer reported several samrtsites have cracked causing leakages. No additional info available regarding any specific clinical incident. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with eval results should the affected product be received for eval.